Event description:
It was reported that a bd micro-fine pen needle was being used to inject human growth hormone and after removing the needle the parent found the needle tip was missing. The broken needle was removed through surgery.

Manufacturer narrative:
Due to unavailable product information, (B)(4) cannot perform related manufacture review as well as product evaluation; (B)(4) has 100% vision inspection system to detect failure and reject automatically; based on the results of returned samples reviewed, we found the critical damage mark on the top of adhesive bead, and the obviously deformation showed on the interesting surface of needle broken point, it would be caused by external excessively force. The complaint is not manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine¿ pen needle was being used to inject human growth hormone and after removing the needle the parent found the needle tip was missing. The broken needle was removed through surgery.